Event description:
It was reported that this pacemaker system exhibited intermittent right atrial (ra) undersensing due to crosschamber blanking. It was noted that the patient was in chronic atrial fibrillation (af), and the atrial arrhythmia burden (aab) was greater than 12 hours. The clinician contacted technical services (ts) for assistance in locating the episode, and ts reviewed device storage and device clock function. There was some concern that atrial undersensing impacted the duration of the stored episodes. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.